Event description:
Warning in the package state certain percent of false positive allowed to occur. This system is being used in 10 other clinics. In aug, 5 false positive; in sept, 6 false positive; in nov, 28 cases. A new lot number showing same problem. In nov orasure sent a letter saying that, expiration date is shortened by 2 months. Company sent new lot number and still getting same problem.